Event description:
Patient reported aligners caused gum damage. They had to get gum grafting procedures due to the damage.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.